Manufacturer narrative:
Addendum: sample was delivered on (B)(6) 2019. Customer returned one (1) loose 29gx12.7mm, 0.3ml bd insulin syringe, and an open polybag from lot 8351985. The sample was observed to exhibit the issues captured in the photos, therefore, no further investigation is required.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found with a deformed stopper before use. The following has been provided by the initial reporter: the stopper deformed.

Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged/disfigured on lot # 8351985. Investigation summary: customer returned photos of a 3/10cc, 12.7mm, 29g syringe with the poly bag. Customer states that the stopper was deformed. The photos were examined and exhibited a deformed stopper in the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch #8351985. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(6), "on (B)(6) 2019, holdrege received a photo complaint. A visual evaluation of (1) syringe was performed finding the stopper smeared on the inside of the barrel on (1) sample. There were no other obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the silicone tank was empty. Corrective action: maintenance dispatch #(B)(4) during the time of manufacturing for batch 8351985 filled the silicone on (B)(6) 2019. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. " rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found with a deformed stopper before use. The following has been provided by the initial reporter: the stopper deformed.